Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to sepsis with vegetation on tricuspid valve. The patient also experienced thrombus and pericardial effusion. No further patient complications have been reported as a result of this event.